Event description:
Info received that the head hi/low was drifting slowly. No injuries alleged.

Manufacturer narrative:
Technician found that the head hi/low was drifting slowly down. Repair not yet complete.